Event description:
The customer stated that she performed comparison tests using her breeze2 meter and another meter. On one occasion, the breeze2 meter read "hi", while the other meter read over 100 mg/dl. The high reading was off the grid, but depending on the actual reading, the difference between the readings would fall in either the "c" or "d" zone of the error grid, making the difference clinically significant. On another occasion, the breeze2 read 213 mg/dl, while the other meter read 101 mg/dl. The difference between those readings falls in the "c" zone of the error grid, so the difference those readings is also clinically significant. No adverse events were alleged. Control solution was sent to the customer for further troubleshooting. No product will be returned.